Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: general information of the reported issue with the pump: drug is fentanyl - 10mcg/ml concentration (or 1,000mcg/100ml). Dose - 5mcg/hr = flow rate of 0.5 ml/hr (so with 100ml bag this would take 200 hours to infuse). Bbraun pump has an internal clock of 99:59 (hr:min). Nurse then scrolls through the values. I stop at the time value - and press the ok button rather than the start button (which apparently is the button used with their old baxter pumps). Pressing ok rather than start confirms the max pump time value of 99:59 (the value flashes - I guess that is an alert? Looks like my microwave clock when there has been a power outage - no other editable value flashes when I select and press ok). Dose is recalculated without warning the user to accommodate the max internal clock time. In this case the dose changes from 5mcg/hr to 10mcg hr - doubling the dose.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint was not possible without a sample. Therefore issues reported could not be confirmed.